Event description:
(B)(4). Bleed for 3 months on and off 3 weeks after I got the esquire procedure. Periods have not been the same. My hair started falling out. I'm am currently bald at the front to the middle of my head.